Manufacturer narrative:
Health effect - clinical code for convulsion/seizure (e0109) is applicable to this complaint but not yet recognized in the system. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention due hypoglycemia; blood glucose levels went so low, patient had a seizure and an ambulance was called. Patient was treated by paramedics at home and also reported that she couldn't get her personal diabetes manager (pdm) to turn on/reset. Despite good faith attempts to obtain additional details on medical treatment, no other information on this event was provided.